Event description:
It was reported that during a surgical procedure, the system gave a handpiece jam detection error during femur cutting. The handpiece was recalibrated and rehomed successfully and completed the case without any other issues. No surgical delay or patient injury was reported. Results of investigation have concluded that the siu presented a "following" error message, which makes it a reportable event.

Manufacturer narrative:
H3, h6: the device was used in treatment and the log files were returned for review. The initial visual evaluation of the log files was performed finding a following error. When the error can only be cleared by rebooting/rehoming the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. The functional evaluation was performed on the handpiece finding no errors, which confirms the issue in the siu. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. The relationship of the device and the reported event has been established. The following error that occurred was due to an issue in the siu. As a result, the root cause of the reported event was due to an electrical component failure.